Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(4) 2014. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the jaws jammed during use. It is unknown if the jaws were on tissue or not. There was no patient injury.